Event description:
Pt developed bladder infection and saw his primary care but was not treated. After 5 days, the pt developed pyelonephritis, went to the ed, and was admitted for IV antibiotics. After a 3-day uncomplicated hospital course, pt was discharged. (We were unable to obtain a discharge summary, so we are not sure if he was discharged on antibiotics or not). Dates of use: (B)(6) 2015 - (B)(6) 2016.